Event description:
It was reported that an asymptomatic patient presented via a remote merlin.net transmission. The pulse generator exhibited backup operation. In clinic, a software download restored normal device function.

Manufacturer narrative:
(B)(4).